Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer stated that she received a no delivery alarm from the pump. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. The customer was unable to finish troubleshooting as the call got disconnected.